Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check for an unrelated procedure a decrease in the patient's heart rate was noted. A decrease in impedance, inhibited pacing and oversensing of noise was noted on the right ventricular (rv) lead. The lead was reprogrammed and the polarity changed to unipolar. The lead remains in use. No further patient complications have been reported as a result of this event.